Event description:
During a corneal procedure, customer states noting that the blade was dull. The pt required a vitrectomy possibly as a result of the dull blade. (B)(4).

Manufacturer narrative:
The sample was requested to the customer, for eval. Complaint sample has not been received, no inventory available for the finished good lot number reported or finished good product manufactured with the same blade component lot available.